Event description:
It was reported that the 9600 sys presented a "bad iris pot" error message on boot up. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the collimator and sram battery. The sys was tested and placed back into svc.